Event description:
It was reported that the patient received high voltage therapy during exercise. Upon interrogation, it was discovered that the right ventricular lead exhibited far p oversensing and inappropriate shock. An x-ray was performed, and it was noted that the lead dislodged and pulled back to the level of the tricuspid valve. A lead revision was attempted however the lead would not fully retract and redeploy. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Analysis found the helix was retracted and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. The reported event of oversensing was not confirmed.